Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Hospital personnel.

Event description:
It was reported that the patient received inappropriate therapy for episodes of vt in monitor zone. Analysis of the episodes showed that the patient had atrial flutter with fibbish ventricular response. The device was reprogrammed. The patient was continued to be kept in hospital for heart failure.